Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. The customer subsequently experienced a loss of consciousness, and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. The customer subsequently experienced a loss of consciousness, and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Observed the adhesive was not returned. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release.